Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary, product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-codes: gff, gfa , hsz . Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during the open reduction and internal fixation (orif) procedure of the right fifth metatarsal, while drilling into the intramedullary canal of the metatarsal, the tip of drill bit broke off. It was left in the patient without further incident. The screw that was inserted was a 3.55mm cortex screw self -tapping with a washer on it. There was no surgical delay. The procedure was successfully completed. Patient outcome is positive. Concomitant devices reported: 3.55mm cortex screw, self-tapping (part# 204.850; lot# unknown; quantity 1) washer (part# 219.98; lot#unknown; quantity 1) . This complaint involves one (1) device. This report is 1 of 1 for (B)(4).